Manufacturer narrative:
Additional information: d4 clinical review: the patient¿s suboptimal oxygenation did not pose a threat of hypoxemia as the arterial oxygenation was physiologically sufficient but considered suboptimal by the facility for the needs of a post-trauma patient. As the patient lost a significant amount of blood prior to support, both the suboptimal oxygenation and the patient¿s death were attributed to both severe trauma and a lung infection with no indication of a causal or contributing malfunction or deficiency of any xenios product(s) or device(s). Plant investigation: nonconformity was not observed during the manufacturing process. No other similar complaints have been reported about this batch number. The complaint sample was not available for evaluation. A failure in the gas exchange fiber could be due to a problem with raw material or further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow, sweep gas flow and fraction of inspired oxygen. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition (with lipids or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange

Event description:
A user facility reported on a patient who was diagnosed with traumatic shock, hemorrhagic shock, multiple pelvic fractures, septic shock, urethral injury, traumatic coagulopathy, hypofibrinogenemia and a lung infection. Extracorporeal membrane oxygenation (ECMO) support was initiated at 8:00 am (local) on (B)(6) 2025, and a post-membrane arterial oxygen (pao2) of approximately 93 mmhg and a post-membrane oxygen saturation of 97% was noted. The hospital considered the oxygenation efficiency to be inadequate. The patient expired due to major trauma and a lung infection on (B)(6) 2025 after a decision was made by family to discontinue ECMO support. The complaint sample was not available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported on a patient who was diagnosed with traumatic shock, hemorrhagic shock, multiple pelvic fractures, septic shock, urethral injury, traumatic coagulopathy, hypofibrinogenemia and a lung infection. Extracorporeal membrane oxygenation (ECMO) support was initiated at 8:00 am (local) on (B)(6) 2025, and a post-membrane arterial oxygen (pao2) of approximately 93 mmhg and a post-membrane oxygen saturation of 97% was noted. The hospital considered the oxygenation efficiency to be inadequate. The patient expired due to major trauma and a lung infection on (B)(6) 2025 after a decision was made by family to discontinue ECMO support. The complaint sample was not available for product investigation.